Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The insulin pump was received with a missing end cap sticker.

Event description:
It was reported that after the battery was replaced the insulin pump alarmed an error. Advised that a replacement of the insulin pump will be sent. No further info was provided.